Event description:
It was reported that the programmer displayed a black screen for several minutes when powered on. The programmer was turned off and then back on and appeared to work but then shut back off with an error code. It was further noted that the programmer had only been back from a recent repair for about a week. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer powered up normally, however, the reported error was found in the error logs. It was also noted that this error is associated with rpi 219106. The hard drive was reimaged and the software reloaded. Product ID: 229047 software analyzer. (B)(4).